Manufacturer narrative:
Date of event is year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that patient was in a wheel chair due to extreme pain. Patient mentioned that they had been in severe pain for 3 weeks in a hospital. Additional information received stating patient received their programmer order after 5 weeks and they were upset with how long it took. Patient clarified that their pain was getting better. They were considered an in-patient and hospitalized for the pain that started a month and a half due to being without stimulation. Patient also had to be put on pain medications because they could not walk. Patient was out of the wheelchair and was using a walker. Patient further stated a manufacturer representative got the recharger working yesterday because they were having trouble with it. But later as they were charging, they got the thermometer screen and patient was not charging under the covers. At first, they were not getting coupling bars but then they got them and they charged for 8 hours but the ins got barely half a charge. No further complications were reported as a result of this event.